Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the failure of image guide (ig) bundle failed to function normally in the image function, resulting in phenomenon [no images] that was indicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluation. Device evaluation, the reported issue of no image was not reproduced; however, evaluation found the image was blurry. Breakage of the image guide (ig) bundle was observed. Breakage of the ig can sometimes showed image not displayed (it may return to normal at times). In addition, inspection found damage in switch button #1 (sw#1). The (us) probe was found slightly scratched; the three (3) sound lines were noted to be broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "no image". Device was sent for evaluation and repair. There was no patient involvement, no procedure involved in this reported event. No harm was reported, no user injury reported.